Manufacturer narrative:
The returned product evaluation confirmed an internal leak which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully.

Event description:
Mom called to report a pod that alarmed after 24 hrs of use. Reported high bgs (327 to 453 mg/dl). Returned pod for evaluation. No further info is available.